Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on (B)(6) 2023.

Event description:
On (B)(6) 2023, a doctor reported to an impulse dynamics representative that one of his patients with an implanted optimizer smart mini device had an a9 error code displaying on their ipg charger. An impulse dynamics field representative was dispatched who then reset, reprogrammed, and interrogated the patient's ipg and confirmed the device had entered ccm down mode. This interrogation also yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.